Manufacturer narrative:
(B)(6). (B)(4). The devices have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l1-3 along with a vertebroplasty at l2 (using competitor product) to treat a traumatic injury. It was reported that the extenders would not disengage from the bone screw on initial try. Eventually the extenders released from the bone screw. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and optical examination of complaint return instrument did not identify material issue, with respect to deformation, crack, or fracture. No issues with opening or closing the instrument multiple times with and without sample mas, and the mas head was removed without difficulty. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.